Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was nonfunctional and was to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.